Event description:
It was reported that (1) device was used during an open colectomy. It was reported by the affiliate that the pmr35 staples malformed. Another device was used to complete the case. There was no consequence to the pt.